Manufacturer narrative:
Concomitant products: product ID 3998, lot# v000675, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 3708340, serial# (B)(4), product type extension; product ID 3708340, serial# (B)(4), product type extension. (B)(4).

Event description:
Additional information received reported that the high impedances were found on the system that was replaced.

Event description:
It was reported that there was a revision and the patient was get a lead replacement. All impedances were fine and in range around 1200 ohms. They were trying to confirm lead placement by doing the recordings of nerves. It was later reported that the reason for revision was that there were high impedances on the current system. The lead/extensions were replaced with the new system. The patient was not getting adequate coverage with the old system. The patient was doing great with adequate therapy.